Event description:
The customer ran blood glucose tests on her contour link and her contour usb. The readings were 388 and 152 mg/dl, respectively. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The call was disconnected and further information could not be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the meter information.